Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97791, lot# n494071, implanted: (B)(6) 2014, product type: accessory. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information reported that after the implant on (B)(6) 2014, he was in the hospital for the next five days because there is a side effect that affects the stomach area. The patient stated his stomach was so sensitive that he couldn't even have a blanket on top of it. The patient said that his wife found out that this was a side effect of the implant. Patient services asked if this was an infection, or what specifically the issue was with his stomach. The patient stated they did every test I could think of, my stomach was so sensitive on my right side then the pain moved to the base of my sternum, my stomach was so sensitive and I went through hell with this thing and it hasn't given me the relief I want so I want the battery out. The patient had an appointment on (B)(6) 2015. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Stomach hardness after surgery, having air in the body cavity. Unable to eat for 4 days.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97791, lot# n494071, implanted: (B)(6) 2014, product type: accessory. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that patient just got out of the hospital on the day prior to report due to severe complication from the stimulator being placed. They kept the patient for 4 days in the hospital because the patient had pain from sternum down. They did a scope of the stomach and throat, abdominal ultrasound, nuclear egg drop, CT scans, and x-rays. The patient was discharged on friday not knowing what the cause of the condition was. The patient had not turned stimulation on. The patient had constant pain sensitive to the touch. The patient reported that it seemed to have dissipated from acute pain to sensitive to the touch. The patient stated that three fingers down from sternum the stomach was extended or bloated. The patient reported stomach hardness after surgery. The patient¿s stomach had acute pain from the sternum down to the belly button. The patient¿s stomach had never been so big and hard in his life. The patient stated that they could not even put the stethoscope on the stomach because it hurt so badly. The doctors came in and looked at the patient and stated that it wasn¿t from surgery. The patient had an IV with morphine and was unable to eat for 4 days. The surgeon reported that the pain would go away in a couple of weeks. The patient reported that the pain was still there and was slowly dissipating. They checked the patient for free air in his abdomen to make sure they did not nick a lung or the abdomen. The patient reported that they did a free air x-ray to see if a lung was punctured and the patient reported now having air in the body cavity. The patient was still sensitive. Later the patient reported that (B)(6) percent of the tests were unnecessary and he was recovering just fine. The patient reported that the event was (B)(6) percent resolved. The patient reported that stimulation was working well. The patient was going in for routine follow up the first week of december and was going to ask for a few more programs.